Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor randomly powering off with the screen going blank was not confirmed. The heartmate system monitor (serial number (B)(4) was returned and evaluated at the service depot on (B)(6) 2022. During the evaluation, the system monitor was placed on a test loop for an extended period of time and the reported event could not be reproduced. There were no abnormal events observed while the unit was tested. The system monitor was functionally tested and passed all steps without issue and will be returned to the customer. Provided information stated that the patient was connected to the power module with the monitor. No issue was with the power module. It was noted that the monitor went blank and there was no loss of power. The system was exchanged and there was never an issue with the patient. The root cause of the reported event could not be conclusively determined through this analysis. Incidental finding: bent pin on the data card reader and main pcb the device history records were reviewed and the records revealed the heartmate system monitor (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. (B)(4) was shipped to the customer on 19jul2017. Heartmate system monitor instructions for use (rev. E) informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. The heartmate 3 patient handbook (rev. C) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor display will randomly power off, and the screen goes blank. The patient was connected to the system monitor and it went blank. There was no loss of power. The system was exchanged and there was no issue with the patient.